Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed to discharge using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d4. Device evaluation: the electrodes were returned to zoll medical united kingdom for evaluation. The customer's report was verified and attributed to a disconnected self-test wire connecting two electrodes. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts the self-test of the electrode with the defibrillator. The electrodes were scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.